Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
The cardiac resynchronization therapy pulse generator system was explanted due to infection. No further information was available.